Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasospasm and myocardial infarction. During the procedure ablations were performed on the pulmonary veins, the postier wall, and 6 applications to the cavotricuspid isthmus (cti). The ablations outside of the pulmonary veins are considered off label for the farwave catheter and it was noted that no nitroglycerin was administered prior to the cti ablations. All ablations were considered successfully completed and the catheter and sheath were withdrawn from the patient. Several minutes after the device removal the patient went into spontaneous vt. A spasm of the right coronary artery was confirmed via angiography, the patient was shocked multiple times, and chest compressions were administered for 30 minutes after "no intrinsic rhythm was noted". The patient has since made a full recovery and "is doing well" the physician believes the complications occurred due to the cti ablations without the administration of nitroglycerine. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the vasospasm and myocardial infarction was related to product performance of the farawave catheter. There was no report of any device performance concerns of the catheter itself, although the off label use of the catheter was confirmed. . The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasospasm and myocardial infarction. During the procedure ablations were performed on the pulmonary veins, the postier wall, and 6 applications to the cavotricuspid isthmus (cti). The ablations outside of the pulmonary veins are considered off label for the farwave catheter and it was noted that no nitroglycerin was administered prior to the cti ablations. All ablations were considered successfully completed and the catheter and sheath were withdrawn from the patient. Several minutes after the device removal the patient went into spontaneous vt. A spasm of the right coronary artery was confirmed via angiography, the patient was shocked multiple times, and chest compressions were administered for 30 minutes after "no intrinsic rhythm was noted". The patient has since made a full recovery and "is doing well" the physician believes the complications occurred due to the cti ablations without the administration of nitroglycerine. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.